Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high when compared against another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at 10:50pm). The patient¿s testing frequency is not known, the patient¿s normal blood glucose range is not specified, and other than diabetes, it is not clear if the patient suffers from other health conditions. On (B)(6) 2013, (time not specified), the patient reportedly obtained a blood glucose result of ¿70mg/dl¿ with the subject meter. The patient manages her diabetes with a insulin (type and dosage not specified); however, the patient denied taking any action in response to the reported result. According to the csr¿s documentation at an unspecified time later the patient reportedly became ¿stiff and unresponsive¿; the emergency medical services (ems) was contacted (it is unknown by whom) and within 30 minutes from obtaining the result of ¿70mg/dl¿ with the subject meter, the patient reportedly obtained a reading of ¿20mg/dl¿ with the ems¿s meter; the patient was later administered IV glucose by the health care professional (hcp) as treatment. It is not known when the patient¿s symptoms improved and it is not clear if the patient received additional treatment. Earlier that day, (prior to obtaining the reported result ¿70mg/dl¿), the patient¿s previous blood glucose readings are not specified and it is not clear if the patient had made any changes to her diabetes management, meals, or activity that could have contributed to her reported symptoms. At the onset of and/or during her reported symptoms, it is also not known if the patient¿s blood glucose was tested with the subject meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.